Event description:
It was reported that during an unknown procedure, the trigger was pulled and the device jammed. No additional information is available.

Manufacturer narrative:
(B)(4). Advancer bypass. The analysis results of the device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, it malformed 2 clips due to an advancer bypass and the remaining clips were conforming according to our manufacturing specifications. However, during each firing sequence the trigger hesitated when attempting to open the device. Manual aid was required to open the trigger, to return the trigger to the open position. The batch record was reviewed and no anomalies were noted during the manufacturing process.